Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unknown. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion in the moderately tortuous, non-calcified mid obtuse marginal, was predilated with a 2.5x15mm maverick balloon. Several inflations were made. The physician attempted to place a taxus express2 2.5x24mm drug eluting stent, but was unable to cross the lesion and a dissection occurred. The dissection was treated with a 2.5x16mm taxus stent and a 2.5x8mm taxus stent. No further patient complications occurred. Patient status was reported to be stable.